Event description:
The user facility has informed richard wolf medical corporation (rwmic) of an issue regarding a connection cable wl 3m, part ID: 8564.851, batch# 230372. According to the received information, the user indicated that the connection between the motor control unit, connection cable, and the handpiece had been interrupted. Due to it, the motor control unit failed to recognize the handpiece. The connection cable was checked, and no bent pins were found. The reported event happened on a third case, at the beginning of a holmium laser enucleation of the prostate (holep) procedure but prior to being used on the patient. However, there was a reported 15-minute delay troubleshooting the device. The procedure was not completed, and the patient was brought back 2 days later for morcellation. Another connection cable was used, and it worked fine.

Manufacturer narrative:
Based on the information, richard wolf consider this case to be a reportable "serious injury" due to "aborted procedure".

Manufacturer narrative:
The following fields have new information: a1, a2, a3a, a5, a6, b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions), h7, and h11. The connection cable, 8564.851, was investigated and the rear plastic outer sheath of the metallic part of the plug from the motor side was found loose and twisted uncontrollably. Also, the strands in the plug were broken. The strands may have been broken by torsion, which can only occur when plug is pulled out under these conditions. Why the plug was loose is unknown. Based on this information, the root cause was determined to be a user error. The date of manufacture of the connection cable wl 3m, part ID: 8564.851, batch# 230372, is unknown. A general product problem can be ruled out. An evaluation of comparable cases/complaints from the last 10 years did not yield any. The instructions for use, ga-a202-us /en/ 2020-10 v2.0 / pk20-0329 and ga-a238-us /en/ 2020-12 v6.0 / pk20-0352, contains several safety instructions and notes on "loose or damaged parts" in section 4 "checks". It is pointed out that a visual and functional check must be carried out before and after each use. The subject issue of "disconnection" is present in the risk management file "e5-1: control units with accessories" v00. The overall probability of occurrence for this issue remains at previously defined levels and the overall risk of the device remains in the acceptable category.